Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed system error 345. The cause was determined to be a failed ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.